Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative was informed that the patient would have a lead revision on (B)(6) 2019. The reason for the lead revision was not given. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. Correction: device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the leads migrated south one vertebral body per imaging. They weren't receiving low back pain relief which was the reason for the revision. One lead was removed and replaced and the other lead was removed and repositioned. The right lead was placed at the bottom of t8 and the left lead was placed at the bottom of t9. Intra-operative impedances showed electrode 9 as "do not use" (orange) and it was noted that all impedances were normal prior to the revision. The physician was updated but not concerned. The representative noted that lead placement was difficult. No further complications reported.